Event description:
It was reported that the patient had their system explanted for an unknown reason. No further information is available.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.